Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate reported complaint. Review of the tdd history shows the pump was running on incorrect date/time since (B)(6) 2014. A manual time/date change was observed from (B)(6) 2007 14:08 to (B)(6) 2014 12:35. Pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accuratel. Battery cap was not returned. A new test cap was able to fully tighten to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history settings/inaccurate delivery issue. The reporter was unwilling to troubleshoot the pump. This complaint is being reported because the alleged issue was not resolved. There was no indication that the product caused or contributed to an adverse event.